Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received pump error 75 during self test and received unexpected battery power loss due to corroded battery tube and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The device will be returned for analysis.